Event description:
It was reported that during a gynecological procedure, when the insulated tip came apart and had to be quickly removed. Nothing was left inside the patient. It is unknown how the procedure was completed. One device will be returned.

Manufacturer narrative:
(B)(4). Added additional information the analysis results found that the device was returned with tissue pad detached and evidence of tissue on the device. The device was connected to a test handpiece and generator and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.